Event description:
The lay user/patient called lifescan (lfs) another country on august 7, 2006, and alleged that her meter was missing segments. The lfs another country representative was able to speak with the patient and she obtained the following information. The patient obtained this meter 2 months ago, while in spain (blood glucose read in mg/dl); the meter is properly set to mg/dl and is a non-changeable meter. He was not aware that the meter was missing segments until the day that he called lfs. The patient takes a set amount of insulin: mixtard 30, 18 units in the morning and 9 units in the evening. He stated that he did not alter his medication regimen during this time. He reported two separate incidents of hypoglycemia. The first event occurred in 2006. The patient was unable to state what his meter result was at the time of the symptoms or prior to the symptoms. He began feeling disoriented, so he called the paramedics. The paramedics meter read 1 mmol/l. The paramedics gave him chocolate and sugar. He was not taken to the hospital. The next event occurred on the same day. The patient began feeling sweaty and disoriented. He tested on his meter, at 4:57 p.m. And obtained a meter result of "40 mg/dl", which he may have interpreted as 4.0 mmol/l, which after conversion would be 72 mg/dl. His wife gave him glucose gel and he felt better afterwards. Some of the results in the meter's memory were: 73, 38, 86, 56, 149, 47, and 154 mg/dl. This complaint is being reported, although, there is no evidence of meter malfunction, the patient was unaware that his meter was set to mg/dl, the proper units of measure in another country. Later, he was treated for two hypoglycemic events. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.